Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient developed a sore under the right-breast. There was no alleged device malfunction contributing to the irritation. The patient's nurse confirmed that the patient was on telemetry and using the lifevest at the same time. The telemetry leads and lifevest were rubbing and pinching the patient's skin. The patient's nurse adjusted the telemetry leads and lifevest to help alleviate the skin irritation. Follow up indicated that the patient's skin irritation improved.